Event description:
The catheter was inserted and secured with purse string sutures. Within 1/2 hour of placement the catheter broke while a clinician was attempting to reposition the catheter back 4cm. The securement sutures were not cut or loosened prior to pulling the catheter back. An umbilical arterial cutdown (incision below the umbiliicus) was performed to remove the catheter distal tip. The catheter tip was removed without significant blood loss. The nicu director reported that the patient did not exhibit any ill effects.